Event description:
Boston scientific received information that this right ventricular (rv) lead fractured, triggering the lead safety switch. Impedance measurements were greater than 2,000 ohms and there was no capture at max pacing outputs. The fracture was confirmed via chest x-ray. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported other than the revision procedure as the patient had an underlying rhythm.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.